Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, our affiliate in (B)(6) received an email from a patient (pt) who reported that he/she ¿had 2 packs of the 1-day moist and have since then have suffered 3 episodes of conjunctivitis (the last of which is still currently in treatment.)¿ the pt also reported that he/she had worn the 1-day moist lenses since 2008 without any problems. On 15dec2016, an email was received from the affiliate with the additional medical information as follows: the affiliate reported that the pt is a physician and ¿so he has treated himself.¿ the pt reported that the third event occurred in (B)(6) 2016. The pt reported that he used ofloxacine + corticoid. ¿higher frequency first 3 days every 3 hours, then lower frequency till 3 days after resolution of symptoms every 6 hours.¿ the pt reported that both eyes were affected and had ¿pain, but no hyperemia.¿ the pt reported that the suspect product was discarded. No additional medical information was received. This file is for the pt's (B)(6) 2016 od event. The (B)(6) 2016 os event will be reported in a separate report. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 2735560109 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.